Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a screw backing out of the plate. There are no plans for a revision surgery and the patient will remain under close watch. An exact cause to the reported issue could not be determined.

Event description:
It was reported that a resonate screw is backing out of the plate post-operatively.